Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the customer and obtained the following additional information: the lot and sequence number of the affected instrument was confirmed as k10240815-0343. The issue was identified during a da vinci assisted surgical procedure. There was no injury to the patient as a result of the issue and no fragments fell from the device into the patient anatomy. The procedure was completed with a back-up da vinci instrument of the same kind with no surgical procedure delay. Photographic images of the device were provided for further review.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.